Event description:
It was reported that during a rotator cuff repair that the 1st implant broke on insertion flush with the bone and was not retrieved. Second hole was prepared, this second implant broke on insertion and was retrieved. A 3rd. Implant was inserted into the second hole and case was completed. Patient is doing fine.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event typically caused by over insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.